Manufacturer narrative:
Cracked blade-metal to metal. Evaluation summary: the analysis results found that the device a & b were returned with the blade's scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. An error code 5 was noted for both devices. Device c was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted.

Event description:
It was reported during a laparoscopic prostatectomy procedure that the instrument worked for an hour or so, then errored an instrument error. There was no adverse pt consequence.